Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Thirty-two (32) unused samples in sealed packaging were returned for evaluation. All samples underwent visual and physical inspection, and no damage was observed. Each set was subjected to a leak test and passed without issue. No product deviations were identified. The reported defect is not confirmed. Based on the evaluation, the samples met internal specifications. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: air is entering the line at the stopcock. No injury reported